Event description:
It was reported, that the light source light bulb intermittently did not turn on. Lights flashing on the button panel. And was making strange noise. The event occurred, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is presumed that the cause of the suggested events was the turret board being caught in the bypass capacitor that is loaded on the front panel. Olympus will continue to monitor field performance for this device.